Manufacturer narrative:
Section a1: patient initials were not yet provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived too the clinic for a visit on (B)(6) 2025. They had noted telescoping and kinking of the outer casing of the modular cable. The modular cable was replaced. It was noted that intervention was required to prevent permanent impairment or damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported modular cable damage could not be confirmed. A specific cause for this event could not be conclusively determined through this evaluation. The damage modular cable was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further issues reported at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This chapter further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ chapter 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Chapter 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-chapter entitled "what not to do: driveline and cables". Chapter 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. A,, is currently available. Section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.